Event description:
On (B)(6) 2014, it was reported that a duodenal stent ((B)(4)) was used during a stent implantation procedure. It was applied to stricture from duodenal bulb toward second portion and implantation itself went successful. On (B)(6) 2014, stent migrated to small intestine in two weeks from implantation and re-stricture was admitted at duodenum. Also, small intestinal ileus was confirmed. On (B)(6) 2014, ileus tube was implanted as an intervention. Further operation is planned to take place to remove the migrated stent and perform a gastrojejunostomy. Since the stent is still within the patient's body, no returned stent is available now. Reportedly from the physician, stent migration is most likely attributable to the radiation therapy performed after stent implantation as it released the original stricture. Yet, it is also true that small intestinal ileus occurred most likely because of the migrated stent now in around small intestine.

Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual eval. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. According to complaint description, it is supposed that there was possibility of migration due to stenosis alleviation at duodenum by chemotherapy (chemical or radiation). It is supposed that small intestinal obstruction occurred due to stent migration. On our user manual, it is mentioned that stent migration and stent obstruction. Also, we have been conducting risk management. We will continuously monitor whether similar or same complaint occurs. This report is a retrospective report due to a FDA foreign inspection warning letter. The suspected device is not registered to us FDA and it has not been shipped into the us. (B)(6).